Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared during (B)(6) 2016 but also occurred during december 2016. The patient manages their diabetes by self-adjusting their insulin dosage (lantus and humalog ¿ exact dosages not provided) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that two and a half hours after the alleged product issue occurred in december they developed symptoms of ¿sweating, fast heartbeat, dizziness and shaking¿. In response to these symptoms the patient went to the emergency room (e.r) at 2pm on (B)(6) 2016 where they were treated by a healthcare professional (hcp). The patient¿s blood glucose was measured by the hcp on their own device and a blood glucose result of ¿37mg/dl¿ was obtained. In response to this the patient was given IV glucose by means of treatment. At the time of troubleshooting the cca confirmed that the test strips had not been open longer than their discard date, expired or stored improperly, but the issue could not be resolved by walking through a re-test with the patient. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have been unable to measure their blood glucose using the subject meter. This could have caused or contributed towards the patient developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.